Event description:
It was reported that the device was not delivering oxygen due to burst columns. As a result, the patient experienced shortness of breath and was sent to the hospital. The patient has since been released from the hospital and received their replacement device with no ongoing complications.

Manufacturer narrative:
B3: date of event is estimated. Unit came in for oxygen error. The complaint was confirmed with data log, blocked feed port and contaminated zeolite. Muffler filled with debris cause to the blocked feed port assembly. Zeolite absorbed too much moisture causing the column to get contaminated. Contaminated zeolite & blocked feed port causes high column pressure, high power and low external. Data log notified the patient 02 was low and needed to change columns. Compressor noisy due to the flapper opens and housing loose. Replaced housing due to the cosmetic issue. The data log shows numerous battery low errors. This means the patient runs the unit on low battery. Unit works fine with a good battery.